Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported a blood glucose value of 30.6 mmol/l. The customer reported hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The customer reported that troubleshooting was performed. The event involved product(s) unk_ngp. The customer reported high bgs. The customer has been using the insulin pump system within 48 hours of a reported high bg event. The customer was not using the smartguard auto mode of the insulin pump. The customer declined to continue with troubleshooting. It was unknown whether the customer will continue to use the device. No further patient complications were reported. No product return is required for unk_ngp. Frn-unk-rsvr, unomed set, ozp unk-snsr.